Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the unit was not operational. The customer is ordering a new console. The trufreeze operator's manual (1500127) provides the following information to the user: "if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist. Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank." No additional issues have been reported.

Event description:
The user facility reported that their trufreeze console was damaged by a water leak from the ceiling of the hospital. A procedure was postponed due to the issue. No report of injury.